Manufacturer narrative:
A haemonetics field service engineer checked all listed parameters; unit was found to meet all manufacturing specifications and was deemed ready to use. Field service engineer was not able to duplicate any issues/error code with the device. There are no non-conformances against this serial number. There are no capas related to this complaint. A review of the device history records shows no issues during manufacturing and all specification testing passed. The disposables used with the system were discarded, however there were no recalls or adverse trends related to the product lots used in the procedure. There is no evidence to suggest that the donor fatality was related to the device or disposables used during the plasmapheresis procedure.

Event description:
On (B)(6) 2022, haemonetics was made aware of a donor fatality from an unknown cause on (B)(6) 2022. Donor's last donation occurred on (B)(6) 2022 at 11:22 using a pcs®2 plasma collection system. During the donation process, donor had several high pressure alarms; exactly two that were documented. No code errors noted. Donor was removed from machine at 14:21 due to unreasonable high pressure. Donor provided with oral fluids and instructed to wait on bed 15 minutes prior to leaving. After leaving the center, donor returned back at 14:40 for further assistance and oxygen was provided until the paramedics arrived. Donor had an under draw during the donation. Donor had hypertension; currently taking lisinopril r/t htn and hctc r/t htn. An autopsy was performed but the report was not provided to the donation center. Donor donated 29 times in the past 12 months. Machine removed from service post donation. There were no reported errors on the equipment or issue with disposables used in the procedure at the time of the donation. No further information is expected from the reporter.

Manufacturer narrative:
Supplemental mw 1219343-2022-00042-01 submitted as cause of death was received from the center on november 18, 2022. No further information is expected from the reporter.

Event description:
Supplemental report being submitted to include additional information received on 18nov2022 from center: per the medical examiner, the cause of death was acute coronary thrombosis. (B)(6) county death investigator reported the toxicology reports were all negative. Investigator listed "sickle cell disease" under "other significant causes" on the death certificate.